Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device was worn out. Therefore, the reported condition was confirmed. It was further determined that the machine had no power and bearing and fins were worn. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the microdrive device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the machine had no power. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.